Manufacturer narrative:
(B)(4) - (no consequences or impact to patient); (incorrect or inadequate test result). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer provided data which indicated that discrepant architect stat troponin-I results were generated on a patient sample. The customer uses a cutoff of 0.020 ng/ml. The results which were generated were: 0.012, 0.007, 0.008, 0.009, 0.007, 0.011, 0.011, 0.008 and 0.052 ng/ml. There was no report of impact to patient management.

Manufacturer narrative:
Discrepant results. Accuracy testing was performed using an in-house file kit of architect stat troponin-I lot 60460un11 and the testing met acceptance criteria. Customer complaint data was reviewed and no adverse trends were identified. The architect stat troponin-I package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.